Manufacturer narrative:
The devices were labeled as a single-use product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) large volume infusors were leaking from the inner ring valve. The leaks were observed during filling of the device and prior to patient use. For both events, there was no patient involvement. No additional information is available.